Manufacturer narrative:
(B)(4). Concomitant devices - nexgen option cemented femoral component size d left, catalog #: 00599401491, lot #: 61373733; nexgen articular surface size cd 14mm, catalog #: 00596403014, lot #: 60498498; nexgen straight stem extension 14mm x 100mm, catalog #: 00598801014, lot #: 61280136; nexgen offset stem extension 11mm x 100mm, catalog #: 00598802011, lot #: 61508037. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient experienced a tibial fissure during knee arthroplasty. The patient received a casting for six (6) weeks after the procedure and the issue resolved. Attempts have been made, however no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.